Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. No issues were identified with the grip-tips gripping or releasing during in-house testing and there was no grip misalignment observed. The bumper test was performed and passed. The instrument was fully functional. Additional observations not reported by the site and unrelated to the customer's complaint were identified. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of this failure is attributed to a component failure. The instrument was also found to have damage on the conductor wire¿s insulation and the wires inside were exposed. The root cause of this failure is attributed to a component failure. A review of the site's complaint history found no other complaints related to this instrument. There was no image or procedure video provided for review. A review of the instrument log for the force bipolar instrument (part number: 471405-6, lot number: n10210621-0049) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk2578. The instrument was used one time during the procedure for 42 minutes. The instrument had 9 uses remaining out of 12 total uses. This complaint is reportable due to the following: it was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the force bipolar instrument would not release patient tissue. The procedure was completed with no reported injury. Medical intervention may be required in the event that the instrument¿s jaws cannot be released from the patient's tissue. Although the complaint could not be replicated through failure analysis and there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. In addition, failure analysis identified damage on the conductor wire¿s insulation with the internal wires exposed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the additional failure mode identified through analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the force bipolar instrument would not release patient tissue. The procedure was noted to have been completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful. No further details have been received as of the date of this report.